Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the neuro tip was drilled and bent. It was also observed that the leg was drilled. It was determined that the issue with the drilled and bent neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr did not seat properly in the locking chamber. The attachment was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment. When the drill was started, the burr drilled into or through the neuro-tip. It was further determined that the issue with the drilled leg was consistent with excessive side load being applied during use. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device would not lock onto the drill devices. During in-house engineering evaluation, it was observed that the neuro tip was drilled and bent. It was further determined that the leg was drilled. The event was not reported to have occurred during surgery. There were no delays to a surgical procedure as spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.